Event description:
It has been reported to philips that the customer requested an upgrade of the erlang otp (open telecom platform) software library within iscv (intellispace cardiovascular) to a newer version, as the versions installed on iscv contained vulnerable components. Philips has started an investigation of this complaint.